Event description:
The distributor reported receiving written notification from the user facility that the instrument needle holder broke during a surgical procedure. The user was a reputed vacular surgeon. No pt info is available.